Event description:
According to the reporter: anvil and stapler could not be connected. The surgeon tried several times, but the result was the same. The small umbilical incision was extended by around 2 cm and cdh25 (ethicon) was used to perform the procedure. There was oozing and tissue damage. There was unanticipated tissue loss. The case was not extended by more than 30 minutes. Buttress material was not used.

Manufacturer narrative:
(B)(4).